Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It was reported that the item was found fractured during a kit inspection.

Manufacturer narrative:
Visual inspection of the returned impactor pads confirmed that they are both fractured. The device is fractured in two pieces with a fracture line extending separating the anterior and posterior regions. These devices are used for treatment. The device had a potential service life of over 3 years, and has been used in an unknown number of surgeries. According to the results of an earlier investigation, this type of failure is attributed to the device being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue.